Manufacturer narrative:
The review of provided data confirmed that the subject device had been automatically programmed in bipolar pacing and sensing during the program ¿automatic detection of the implantation¿, as per specifications. The model of the ventricular lad is unknown and has been reported as being an old sorin brand lead. After investigations in the center, the model of the lead hasn¿t been found and it seems most probably to be a unipolar lead. On 14 february 2024 at 11h48, the device is programmed in bipolar in the ventricle and the impedance is 2140 ohms > 2000 ohms, triggering a warning. On 14 february 2024 at 11h57, the device is programmed in unipolar in the ventricle and the impedance is 462 ohms. The analysis of the expert data revealed that the following steps on 14 february 2024 at 11h39, the automatic detection of the implantation feature launches the measurement of the bipolar impedance to check if the subject device can be programmed in bipolar (as per specifications) and the bipolar impedance measurement is 2 139 ohms, below 3000 ohms, therefore the polarity is set bipolar for ventricular pacing and sensing. The automatic of programming of the ventricular pacing and sensing polarities functioned as per specifications: if the bipolar impedance measurement is below 3 000 ohms, the pacing and sensing polarities are programmed bipolar. The most probable hypothesis to have ¿normal¿ bipolar impedance measurement (< 3 000 ohms) is: - the integrity of the ventricular lead is compromised by an insulation failure (hole on the external insulation) - the electrical current may escape through the insulation failure creating a similar circuit to bipolar circuit, triggering ¿normal¿ bipolar impedance with the unipolar lead no general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Physician changed a pacemaker on a stimuli dependent patient with an unipolar lead, alizea lead impedance was between 1600ohm and 2200ohm and stimulated in bipolar which was not effective obviously with the unipolar lead. By chance the patient had a very slow rythm that emerged .. When I came to control and program the pacemaker it was on bipolar stim and detection I could switch stim and detection to unipolar. I don't have anything on the previous pacemaker which was an abbot pacemaker but the physician told me that they used to implant unipolar sorin leads years ago in this center unfortunately I can't have anymore information on the lead and previous pacemaker. The fact is that the automatic detection of alizea is not that safe with unipolar leads ..

Event description:
Physician changed a pacemaker on a stimuli dependent patient with an unipolar lead, alizea lead impedance was between 1600ohm and 2200ohm and stimulated in bipolar which was not effective obviously with the unipolar lead. By chance the patient had a very slow rythm that emerged .. When I came to control and program the pacemaker it was on bipolar stim and detection I could switch stim and detection to unipolar. I don't have anything on the previous pacemaker which was an abbot pacemaker but the physician told me that they used to implant unipolar sorin leads years ago in this center unfortunately I can't have anymore information on the lead and previous pacemaker. The fact is that the automatic detection of alizea is not that safe with unipolar leads ..